Event description:
On(B)(6) 2014, covidien received information that during treatment of an anterior choroidal aneurysm (12 mm with 5 mm neck) on the left internal carotid artery (ica), the pipeline would not come out of the capture coil. It was reported that the physician did "all the necessary" things to detach the device from the capture coil but it would not open distally. The pushwire was rotated 8 times in an attempt to deploy the device. The system was removed by trapping the pipeline braid between the capture coil and microcatheter and another pipeline was used successfully. Device was discarded. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. (B)(4).